Event description:
It was reported that the insertable cardiac monitor was found to be in backup operation and unable to be interrogated via bluetooth telemetry. This was prior to procedure and there was no patient involvement.